Manufacturer narrative:
Follow-up #1 date of submission 05/22/2013 device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2013 with the following findings:during investigation, the display screen was found to be dim and faded. Unrelated to the complaint, the keypad buttons were found to be intermittently responsive and contamination was found under the button key contacts. Also unrelated to the complaint, the bolus button was found to be unresponsive and the internal plug was found to be unresponsive; the audible alarm was unable to be obtained due to the damaged bolus button.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a faded/dim display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).